Event description:
It was reported via repair work order that there bed was not receiving any power due to bent power prongs. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.